Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for follow up. Upon interrogation, the patient's pacemaker showed an erroneous elective replacement indicator alert. The alert was cleared, and the patient would continue to be monitored.

Manufacturer narrative:
Final analysis found a wireless telemetry anomaly which resulted in a high current drain, and premature depletion of the battery.

Event description:
New information noted the pacemaker was explanted and replaced after rapidly reaching the elective replacement indicator. The patient experienced no adverse consequences before, during, or after the procedure.